Event description:
On 5/20/1998, the facility's director, materials control left a message on the manufacturer's representatives voice mail that stated the following: the device broke in the pt. On 5/21/1998, the facility's director, materials control stated that the white tubing of the device broke/separated from the device body and as a result, the device was explanted. The device was scheduled for return to the MFR. For analysis. No further details were provided at this time.